Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Patient was reported to have a scalp opening, exposing hardware, which was infected. A wound wash out and craniectomy was performed and the rns system (neurostimulator and all leads) was explanted. Treatment included oral antibiotics for 10 days. The treating center diagnosed this as a superficial incisional infection.